Event description:
The facility alleged that the bed has error code 30-59 20-65, and is not functioning. The account has replaced the right siderail ucm board and the problem returned.

Manufacturer narrative:
The tech found the bed had no functions other than gci and nightlight. The tech found the right ucm cable had an open wire and there was fluid residue on the right ucm board. The tech replaced the right siderail ucm cable and board to repair the bed.